Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture baker grade iii/IV.

Event description:
Physician reported unknown side "fibrous shell on gche side". Device remains implanted.